Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR 8021545-2024-02869. Correction: this MDR is being submitted to correct the lot number under d4, the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion sets tape not sticking event on (B)(6) 2024. The patient's infusion set came off the body and the patient was taken to the intensive care unit on (B)(6) 2024 around 4-5 pm with high blood glucose level of 800 mg/dl. The duration of hospital was 3 days and reported feeling sick unwell, tired and increased thirst due to diabetic ketoacidosis and was treated with intravenous insulin drip for high blood glucose. No further information available.